Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) advised the customer of the check cubie position; however, the customer reported no item present. Tss instructed the customer to enter zero for the countback and retry the transaction. Upon retry, a cubie containing the medication became available, and the items were successfully issued. Customer confirmed follow-up with the pharmacy to ensure the item was properly de-assigned. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cubie did not open on medication issue. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.